Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the device misfired, a cuff miss occurred. A second perclose proglide device was used with the same results. A third perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the posterior portion of the foot was broken off and was not returned. The whole monofilament was returned loose and the needle tip was still attached to the rail end. A posterior cuff miss also occurred, because the posterior cuff was not engaged to the needle tip. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it as evidenced by the blunt needle tip. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Since the needle trajectory of every device is checked during manufacturing, the possible cause for the posterior foot break is related to operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.